Event description:
International affiliate reports that ten months after the pt achieved spinal fusion, post-op x-ray revealed that two polyaxial screws located on the lower end of the construct had broken. The breaks are reported to have occurred on the shafts of the screws. See mfg medwatch report number 1526439-2009-00028 for the other polyaxial screw that was involved in this event.

Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the device lot number is unknown. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.